Event description:
The customer is alleging that all of their calf supports on the maternity bed are loose and do not support patient weight. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - calf support. Conclusion - the customer has been sent replacement parts and the bed will be repaired by stryker field service.